Manufacturer narrative:
(B) (4). The ge service rep verified the symptom and troubleshoot the problem to a blown f3 fuse on the power distribution board. He replaced the fuse with one from the fuse kit. The system operates as intended.

Event description:
The customer reported the dual flat panel monitors were black. No image was on the monitors.